Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(4) 2013, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for spinal pain, non-malignant pain and post lumbar laminectomy syndrome. It was reported that the catheter was nicked during an unrelated procedure. The hcp had removed a cm of catheter from the spinal segment and then added a connector to connect spinal segment to pump segment. The hcp saw good cerebrospinal (csf) backflow before the connection. The rep stated right now there was a drug in the pump segment and no drug in the spinal segment that was previously nicked. The rep wanted to know what their options were since they did not know the length of the spinal length that did not have drug. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via manufacturer representative. It was reported that the catheter nick event was resolved. The hcp reattached the catheter ends with a collet. He cut off less than 1 cm of the catheter. They did not have a measurement of the catheter that was without drug. The hcp opted to send a bolus for a fraction of the catheter length; possibly ¼ of the length. The patient did not suffer any issues post operation. The patient's weight at the time of the event was unknown. Relevant medical history was reported: the patient was having a fusion of the spine at the time of the nick (previously reported as an unrelated procedure). No further complications were reported.